Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular approx. 34 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cable to the proximal atrial ring electrode were damaged. Furthermore, the conductor cable to the proximal atrial ring electrode was found exposed. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 6 months, oversensing with inappropriate shock was reported. The lead was replaced.